Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone and reported no image on the monitor. Troubleshooting was performed by swapping a good maj-1430 and there was no image. The customer was advised to return the device for repair.

Event description:
It was reported that the xenon light source had no image during inspection for use. There were no reports of patient involvement.